Manufacturer narrative:
G4: 20mar2020 b4: (B)(6)2020 the manufacturer¿s field service engineer (fse) confirmed that the system fails at the time of calibrating the touchscreen at the first calibration point. The fse replaced the touch screen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13jan2020.

Event description:
The customer reported that the system fails at the time of calibrating the touchscreen at the first calibration point. There was no patient involvement.